Event description:
It was reported that during a lap cholecystectomy, a clip was not fed into the jaws properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.(B)(4). Information complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.